Manufacturer narrative:
H.6. Investigation: a device history record review was performed for provided lot number 2003155 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, the tip of the syringe was observed broken. The material used to manufacture the emerald syringes has been selected and tested to resist normal conditions of use. An exact cause could not be determined at this time. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced the tip/luer of syringe breaking off during use. The following information was provided by the initial reporter: the tips of the 2 syringes used (same batch) have been broken in the anti-backflow valves when purging ramps, without forcing it.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd ultra-fine¿ nano¿ pen needles 4 mm (5/32¿) 32 g experienced the tip/luer of syringe breaking off during use. The following information was provided by the initial reporter: the tips of the 2 syringes used (same batch) have been broken in the anti-backflow valves when purging ramps, without forcing it.